Event description:
A materials manager reported metal particles coming from the phacoemulsification tip during a cataract with intraocular lens implant procedure. The particles were removed from the patient's eye during the same procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Three lot numbers were identified with this complaint. No abnormalities that could have contributed to the customer problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).